Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application froze was confirmed. Continuation of d10: product ID m01a01, product ID dtma2qq, serial # (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device follow-up of cardiac resynchronization therapy defibrillator (crt-d), a freeze was experienced using the mobile programmer application on the initial interrogation screen with egg timer symbol displayed. The user double-clicked, force closing and re-opening the mobile programmer application before attempting to re-interrogate however the issue persisted. The user switched to using a different tablet hosting mobile programmer application and the same issue was experienced. The user then switched to using a legacy programmer which completed interrogation without issue. It was noted that the software of both mobile programmer applications was up-to-date and no issues were experienced interrogating different model devices later that day. The mobile programmer applications remain in use. No patient complications have been reported as a result of this event.